Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the vacuum was disabled due to a problem with the coaxial umbilical cable. The ¿continue¿ button was selected without resolve. The coaxial umbilical cable was reconnected without resolve. The coaxial umbilical cable was replaced, and a system notice was received indicating that there was a problem with the injection process. The balloon catheter was replaced without resolve. It was noted when replacing the balloon catheter, the mapping catheter kinked, leading to the mapping catheter replacement. The console was rebooted with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter, 2ach20 with lot number 11043701 was returned and analyzed. Visual inspection of the mapping catheter showed the shaft was kinked at 5.5890 inches from the tip of the catheter, no ECG signal wires were broken inside the shaft. In conclusion, the reported kink was confirmed through testing. The mapping catheter failed the returned product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.